Event description:
In 03/2001, the customer reported that four days post vasoseal es deployment a pt was admitted with a groin site infection and later developed endocarditis. On 04/03/2001 datascope was informed that cultures of the puncture site revealed staph aureus and anaerobes and the pt was diagnosed with septicernia. Antibiotic were given and the pt later developed endocarditis. The pt was then taken for an emergency aortic valve replacement. No further info was provided.